Event description:
It was reported that there were shavings from the blade falling into patient. A backup was available, there was no delay in the case.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.